Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. No evidence of noise was observed on the rate/sense channel. Technical services discussed troubleshooting options. No adverse patient effects were reported. Additional information was received that the patient will continue normal follow-ups. No adverse patient effects were reported as a result of this clinical observation. The device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.